Event description:
It was reported that the images were white and unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The b300 board connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.